Manufacturer narrative:
The contact¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was defective. The assignable root cause was determined to be due to excessive handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor seized, jammed and was moving heavy on the compact air drive device. It was noted on the service order that the main motor was blocked. It was further determined during the pre-repair diagnostics assessment that the device failed for check function of soft mode switch, check triggers forward / reverse function, check for untrue running, check for excessive noise, check for air leak, check the rotations per minute (rpms) with speedometer min 850 rpm- max 1050 rpm, check the rpm with test bench min. 110w·max 160w, general condition and for check status of development and lubricate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.